Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 400 mg/dl. The customer stated that he disconnected at the quick release and not much insulin came out. Then later, the customer stated insulin was dripping out more than usual. The customer's device was replaced. No further details were provided.